Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/11/2017, that on (B)(6) 2017, an unknown issue with the transmitter occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of an unknown issue with the transmitter through connection loss. A root cause could not be determined via data. The reported issue of an unknown issue with the transmitter is reportable based on the finding of permanent connection loss.